Manufacturer narrative:
B3: the event occurred on an unspecified date in (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized or treated for peritonitis. The cause of peritonitis was unknown. At the time of this report, the patient outcome was not reported. The patient has been removed from pd and has been transferred to hemodialysis. No additional information is available.